Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise2 vascular reconstruction device can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the user was required to perform the additional surgical intervention of releasing a second stent to complete the surgery. Based on this additional surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm vascular reconstruction device (encr402312/ 8639216) was used for an unknown procedure. During the procedure, the user reported incomplete expansion of the enterprise2. The event was reported as such, ¿incomplete expansion. It was reported that during procedure, doctor released stent. The distal markers of the stent opened well, but 3 proximal markers of the stent were converged which could not expand completely. Then doctor released the second stent inside the first stent and completed the surgery. The microcatheter was not replaced.¿ no patient harm was reported. Additional information was received on 23-jan-2026. Summary: the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. During device advancement there was ¿a little resistance.¿ the stent did not appear damaged. No vessel or aneurysm factors were identified as contributing to incomplete expansion. The incomplete expansion did not result in stent migration or embolization. Blood flow was not restricted. The procedure was not delayed or prolonged due to the event. There were no patient adverse consequences related to any prolongation. This additional information has been reviewed, and no changes regarding reportability determination or coding were required.